Event description:
It was reported that the left (live) monitor would black out. This could cause the system to become unusable due to the inability to view the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.